Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (charger indicated problem with battery) has been confirmed. As received, the battery would not charge when put into a charger. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
An (B)(6) old male pt's wife contacted zoll customer support to report that the pt's battery charger was indicating that there was an issue with battery pack sn 86006544. The pt was issued a replacement battery pack.